Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: unknown/ migration of essure device location of device: unknown') and pregnancy with contraceptive device ('pregnancy (no complications)') in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 2 ((B)(6) 2005, (B)(6) 2006). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pain"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and device expulsion ("expulsion of essure device") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, mood swings, depression, anxiety, migraine, headache, dysmenorrhoea, weight increased and device expulsion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, headache, migraine, mood swings, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure (ess205). The reporter commented: on (B)(6), plaintiff had live birth without complication. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6): plaintiff fact sheet received. Events per pfs: pregnancy (no complications), malposition of essure device location of device: unknown/ migration of essure device location of device: unknown, hormonal changes describe: mood swings, depression, anxiety, migraines, headaches, dysmenorrhea (cramping), expulsion of essure device, weight gain, pain, device ineffective, abdominal pain and lower back pain. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: unknown/ migration of essure device location of device: unknown') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 28-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 2 ((B)(6) 2005, (B)(6) 2006). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pain"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and device expulsion ("expulsion of essure device") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, mood swings, depression, anxiety, migraine, headache, dysmenorrhoea, weight increased and device expulsion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, headache, migraine, mood swings, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2013, plaintiff had live birth without complication. Current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.